Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was 40 mg/dl. The customer stated that, they had a problems on the insulin pump, the insulin pump was giving more insulin than they needed now because they had an operation which caused to eat less than before. The insulin pump and the reservoir will not be returned for analysis.